Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of ripples(visibility/palpability) and malposition are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: folds, ripples and rotation.

Event description:
Healthcare professional through regulatory agency reported "folds, ripples, and rotations". This record is for the right side. Device was explanted.